Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately over one year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16725019.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg and linear leads were retained in the facility and will not be returned. No further information has been obtained despite good faith efforts.